Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-nov-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device had shut off on its own. The field service engineer (fse) inspected main full height drawers 3 and 6, reseated all cables on the back of the drawers, and then removed all cubies to clean medications and debris from each drawer. Each drawer was fully tested in the hardware test application, and the application or station did not power down or fail during testing. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had shut down during middle of transaction and during inventory refilling. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.